Event description:
During remote follow-up, the device was observed to have reached its elective replacement indicator (eri). Premature battery depletion was suspected, so the device was explanted and replaced. The patient's condition was stable and there were no adverse consequences.

Manufacturer narrative:
The field complaint of premature depletion was not confirmed. Longevity analysis showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. The device was tested on the bench and found to be normal. The device¿s battery voltage function was tested and found to be normal. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near the elective replacement indicator (eri), was not able to be determined.